Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention following the event and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn: (B)(4) - initial use. Electrode belt sn: (B)(4) - 11/01/2014 (initial use). Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial (B)(4) ((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
Us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact and tactile artifact contributed to the false detection. The patient was reported to be awake and watching television at home at the time of the event. The response buttons were not pressed during the entire event. The patient remained at home and continues to wear the lifevest.